Event description:
Forty two y/o male became nauseous, vomited and then exhibited what was probably a witnessed respiratory arrest. He became markedly purple and demonstrated seizure-like activity after his new PICC was flushed with heparin. An oral airway was placed, o2 given and a cor zero was called. The patient appeared to recover all functions rapidly. He received no medications and resumed spontaneous respiratory function. He was transferred to the ICU for monitoring - according to the radiologist. The intensivist report notes "PICC placed without difficulty when flushed patient developed cyanosis and absent respirations. Pulse not lost. Cor zero". Pulmonary embolism ruled out. PICC flushed with heparin 100 units/ml. Dose or amount: flush. Frequency: flush. Route: IV. Dates of use: 2008. Diagnosis or reason for use: used to flush PICC line on listed date.